Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was explanted and during the replacement procedure when entering the target vessel with the new lv lead, cardiac perforation and subsequent pericardial effusion occurred. The new lv lead was removed and the procedure was completed using an epicardial lead. No further patient complications have been reported as a result of this event.